Manufacturer narrative:
Several attempts both via email and phone were made by the importer to gather additional information. No response was given by end user. Should additional information be given a supplemental report will be prepared and submitted.

Event description:
Hovertech received information regarding an incident in which an individual sustained a laceration to the knee while being transferred to a standing position using the molift quick raiser 205. According to the information received, the lifting arm was moving upward during the transfer when the injury occurred. The injury required several sutures for closure. Moreover, it was reported that there does not appear to be any equipment failure.